Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 1 year, 7 months. Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. No autopsy was performed, and the device was not explanted. No product available for investigation. A review of the device history records revealed the device met applicable specifications sepsis, infection, right heart failure, hemolysis, and cardiac arrhythmia are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The IFU also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with volume overload and ventricular tachycardia with implantable cardioverter defibrillator (ICD) shocks. Volume overload thought to be related to aortic insufficiency (ai). Patient may undergo transcatheter aortic valve replacement (tavr). On (B)(6) 2018. The patient had multisystem organ failure (msof) with hyperbilirubinemia and right heart failure (rhf) with signs and symptoms of elevated lactate dehydrogenase (ldh) and phgb. On (B)(6) 2018, the patient had a clinical picture of sepsis without a positive culture. Presented with elevated white blood cells, decreased temperature, and elevated lactic acid. Pan culture was negative and empiric antibiotics were started. The patient expired (B)(6) 2018. No autopsy was performed and therefore the device was not explanted. No additional information was provided.